Manufacturer narrative:
Service received the device for further eval. Eval results pending analysis of the product.

Event description:
The customer contacted verathon inc. Regarding a broken pin on a blade cable that connects to the monitor. The cable was returned for further eval.